Event description:
Customer reported via phone, he was hospitalized for low blood glucose of 22 mg/dl. Customer had passed out. Customer was given another meal when he was hospitalized. Troubleshooting was performed and it was found the drive support cap appears normal. Perceived cause of low was that customer did not eat enough. He was sick about a month ago and it was acid reflex which has been causing his blood glucose to be high. Per bolus history customer treated for high blood glucose of 400 mg/dl. Customer's current blood glucose was 200 mg/dl. Device was exposed to an x-ray machine a month ago. Customer was advised the device need to be replaced due to the x-ray exposure. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-56725 for analysis done on the insulin pump.